Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was treated with insulin pump. Customer also reported that the insulin pump was died, battery out limit alarm and battery failed alarm. Customer reported insulin pump had turned off but later on turned back on with inserted new battery. Customer also reported that they were able to clear the alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.